Event description:
Access was made via the right femoral artery. A dilator was used in order to pass a 12 french sheath. A conduit was sawed in uneventfully to the proximal external iliac artery. The device was delivered suprarenally and inserted. Prior to deploying the device, an angioscale catheter and guidewire were inserted through the 12 french sheath to confirm the renal artery location. The device was pulled down into place and the graft was deployed without incidence. Subsequently, the pt went back to the or due to diminished pulses and several other different symptoms. Once explored it was noted that there was a small and large bowel ischemia. The pt had renal failures. The pt was implanted in 2000 and expired 2 days later.